Manufacturer narrative:
Investigation summary: one sample was received. It came with open packaging blister. The barrel is cracked from the flange towards the middle. It is about 3¿ long. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 6th complaint for lot # 9275399 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: after the molding process the barrel goes for scale printing and then silicone is applied. After that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process and the damages were not detected in the next process. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd syringe 30ml ll s/c 56 syringe was cracked prior to use. The following information was provided by the initial reporter: verbatim: the customer called stating that a cracked syringe was found while compounding. Nobody was hurt!.